Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not in his skin. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer's blood glucose reached 420 mg/dl. Customer checked infusion site and noticed that the cannula was not in his skin. The pod was worn for less than a day.